Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unknown, device name: nim 3.0 patient interface, serial/lot: unknown. Two probes were also involved in this event. Additional code of img g02005 is applicable for product ID: unknown, device name: nim 3.0 patient interface, serial/lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stimulation was applied with nim probe to what was thought to be the hyoglossus nerve, but there was no response from each time it was touched. Increased the stimulation but there was no success, an electrode check was performed, confirming everything was functioning correctly. Eventually, the probe was switched out to a bipolar probe, and stimulation was achieved when the nerve was touched. However, the stimulation wasn¿t exactly accurate to what was being observed and what was thought to be the nerve. The correct branch of the nerve for the inspire cuff was included, and it worked, indicating that the nim response was slightly off and incorrect. The procedure was completed with backup product and procedure was extended by 20 minutes. There was no patient injury.

Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Correction in additional codes: code of imf f1908 was not provided in previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.